Event description:
It was reported that the tip of a polaris 5.5 plug driver fractured off during final tightening. The fractured tip remained in the plug and it was removed. There were no patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation : visual inspection revealed that the tip of the driver was fractured. Potential cause : root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to applying off-axis forces on the driver during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a polaris 5.5 plug driver fractured off during final tightening. The fractured tip remained in the plug and it was removed. There were no patient impacts.